Event description:
The customer was admitted to a hosp for high bgs, troubleshooting was performed. The alarm history revealed an error alarm. Assisted with re-programming the pump. Also during the testing it was found that the basal rates were erased.